Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received no delivery alarm. The customer's father also mentioned that the insulin pump was giving inaccurate bolus delivery. The customer's blood glucose was 285 mg/dl at the time of incident. The customer's father stated that the insulin pump was not delivering all the insulin that was programmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. Device was program with several bolus units and all bolus were delivered properly and recorded on the bolus history screen. No bolus anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.